Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Update - patient is now deceased added date of death. The reason for revision previously stated is incorrect, added correct reasons for revision x 3, added a stem and sleeve, patient gender, revision date, additional surgeons x 5 , additional hospital, added co-morbidities, attached product stickers. Taken from legal email dated 1st june 2015 we have been informed by (B)(6) that this patient is deceased. The date of death is (B)(6) 2014. Reason for revision : pain, functional limitations, elevated levels of cobalt in patient's blood. Patient gender : female. Revision date: (B)(6) 2011. Additional surgeons : dr (B)(6), dr (B)(6), dr (B)(6), dr (B)(6), dr (B)(6). Additional hospital : (B)(6).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
(B)(4). The patient, (B)(6), is claiming all the damages caused by the implantation of some depuy implants (codes unknown). No other information is available. Update received 20th october 2014. Added patient dob: (B)(6) 1951; surgeon: (B)(6); hospital: (B)(6); implant date: (B)(6) 2008; hip side: right; revision reason: patient dissatisfaction; xl head and xl cup. Patient not yet revised. Asr revision recommended, asr xl - right, reasons for revision: patient dissatisfaction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint states that the patient is claiming damages caused by the implantation of some depuy implants. No other information was provided. Notification was received stating that no further information or return of products is available. A complaints database search and review of manufacturing records could not be conducted as no lot or product numbers were received. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and monitored though trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
(B)(4). The patient is claiming all the damages caused by the implantation of some depuy implants (codes unknown). No other information is available.